Event description:
On 2025-feb-18 the rep provided additional information reporting that the programs were grayed out as expected. Since there was only 1 program on each group, the pt only had to hit the up and down arrow to adjust intensity. The pt did not understand this, so the rep re-educated the pt on how to adjust intensity and confirmed there was not a device issue. Issue was resolved after reprogramming the pts settings on (B)(6) 2025. Pt weight was provided.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 coding has been updated, as on further review screen 60 ("cable disconnected reconnect the cable if necessary") appropriately displayed as is normal device function when the recharger is disconnected from the patient programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports meeting with the patient on (B)(6) 2025 and reprogramming the patient's device. Rep reports giving the patient a new program that covered bilateral legs and back, and the patient left the visit satisfied.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they wanted to see if the stimulation would work to potentially avoid surgery. The patient said "the stimulation where it should go to my back and not my legs". The patient did not know how to switch the stimulation from their legs to a different part of their body or to their back. The patient stated that the stimulation was in their right leg and they needed it to be on their left side. The patient stated they tried changing groups and/or programs. During the call, the patient was trying to charge the implant, and the agent reviewed with the patient that they could not change groups and/or programs while charging the implant. The agent had the patient disconnect the recharger from the controller. The patient saw a message on the controller that said cable disconnected reconnect the cable if necessary (60). The patient was on group b and had only one program but it was greyed out. The patient switched to group a and had only one program but it was greyed out as well. The patient confirmed nothing was connected to the controller. The issue was not resolved. The agent reviewed the role of the manufacturer representative (rep) and provided the nas phone number for their doctor to call. The patient was redirected to their healthcare provider to further address the issue and to meet with a rep in person for reprogramming to better optimize their therapy. An email was sent to device registration to update the patient's managing healthcare provider. The patient stated they had a new pain that had been going on for a while. They needed an MRI to get a surgery for the pain, but they were trying to delay getting a surgery and wanted to see if the implant could be reprogrammed to help with their new/different pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.